Manufacturer narrative:
Investigation into this event showed no evidence of analyzer malfunction. Precision testing and qc results indicate that the analyzer is operating as intended and no other samples were affected. Root cause of this event is unknown.

Event description:
A customer observed negatively biased phyt results on two patients tested on a vitros 250 analyzer. The biased results were questioned by a physician and re-tested at an alternate laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.